Event description:
A patient reports having an adverse medical event requiring intervention. No further information could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention. No lot release records were reviewed, as the product lot number was not provided.